Manufacturer narrative:
H3 - unable to test because an empty test strip vial was returned.

Event description:
It was reported the patient received the following results within 15 minutes: 233 mg/dl and 101 mg/dl.